Event description:
During a colonoscopy procedure, the physician selected a cook endoscopy acuject variable injection needle. The needle was advanced through the endoscope and into position. The needle would not exit the distal end of the outer catheter. The needle was removed from the endoscope. Another needle was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During our laboratory analysis, the needle extends and retracts properly when the handle is manipulated. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed during our laboratory evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the report of needle extension difficulty has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. No further action warranted at this time because the product functioned as intended. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.